Event description:
It was reported the pt is no longer feeling stimulation. An impedance check revealed several invalid contacts. An sjm representative attempted to address the issue via reprogramming to no avail. As a result, x-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.